Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump a had keypad anomaly. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the up, down and the middle buttons were very hard to use and very hard to press. There was no indication of troubleshooting or the issue being resolved. It was reported that the customer was advised that the insulin pump needed to be replaced. There was no indication of the insulin pump returning for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection.